Event description:
The user facility in (B)(6) reported the vitrectomy cutter was inoperable when set at the cutting speed of 5000 cpm. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.